Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that after using the absorbable antibacterial envelope the patient developed redness around the ins pocket site along with cellulitis. It was noted that there was no infection, and no temperature. The patient had been started with antibiotics and was being admitted to the hospital. It was unknown if the patient had any allergies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient no longer reports the issue. The patient's weight at the time of the event was unknown. It was noted that this information was confirmed with the physician/account.